Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The defect reported has been verified and repaired. The following repair activities were performed service & repair functions per (B)(4) nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety, and vapr vue repair record. Minor scratches on unit, no repairs required. The unit was evaluated upon its return; and the complaint of an intermittent connection was confirmed. The 8-way socket was replaced to correct the issue. The unit was upgraded to be arc detect compatible and the unit's software was updated to the latest revision (v01.11ad) as per the service manual. Following repair; the unit passes all functional and diagnostic testing, and is fully operational. A review into the depuy synthes mitek complaints system revealed one other similar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that a vapr vue generator's probe was not reading generator when switched in and had to keep wiggling to get reading. A replacement generator was used to completed the procedure. No patient harm or delay reported.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.